Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for two (2) days and no fuzzy/blurry display, missing segments or additional display anomalies noted. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was showing partial display. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. The customer states display looks grey and had static. The customer states this is the 2nd time it happens. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.